Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states leakage was found on the venous side of the catheter which prevented further dialysis treatment. Further evaluation, indicates the leakage was caused by a massive enterostasis.